Event description:
The customer reported blower temperature high. The customer reported that the unit was in use on a patient. The unit was removed from the patient and no harm was reported. The customer contacted product support and reported an error code (ec 1122). The customer was unable to duplicate the reported error. The customer had unit running on test lung for almost an hour. The product support informed customer to perform performance verification on unit and after battery test turn unit back on in normal operation mode and let run for an hour or two and see if he is unable to duplicate error and unit passes pm unit should be good to return to service. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, a supplemental report will be submitted.